Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was having to charge the ins a lot more than usual. The patient usually charged the ins once a week and now she was having to charge every to every other day. The patient reported that she had not changed her settings and charged the ins fully to 100%. The patient had been having this issue for about 2 weeks. Additional information was received from the rep on 2020-04-29. The rep reported that the patient used to charge once a week and about 2 weeks ago she noticed she needed to charge every 2-3 days. The patient charged to full and it depleted to about 25% in 2-3 days. The patient had not had any falls and the therapy was good. No further complications were reported.